Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bend in the needle is confirmed and appears to be related to the use of the device. One opened 22 ga x 1 in safestep infusion set was returned for investigation. The sample was returned with the white dust cap attached to the luer connector and with the needle protective cover over the needle. Red use residue was visible on the white pad on the base. A sharp bend in the needle shaft extending from the base was observed. One photo sample of two 22ga safestep safety infusion sets was also returned for investigation. The top device was a 22ga x 1¿ safestep and is evaluated in complaint (B)(4). The bottom device was a 22ga x 0.75¿ safestep and is evaluated in this complaint file. The file appears to correspond to the returned physical sample. Microscopic observation of the needle bevel revealed material deformation of the needle tip. The bend in the needle created additional resistance when attempting to activate the safety mechanism. The safety was able to be successfully advanced. Since evidence of use and advancement of the needle bevel against a solid surface was observed, it is likely that the bend occurred during use of the device. A lot history review (lhr) of asdns0135 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle was found bent prior to use (B)(6) 2019 evaluation of the returned sample revealed the safety mechanism could not be activated with normal force.